Manufacturer narrative:
The reported event of lead fracture could not be confirmed. As received, a partial connector portion of the lead was returned in one piece. Electrical testing and x-ray examination of the lead did not find any indication of conductor fractures. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found multiple external insulation abrasions were found at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasions is consistent with friction to the device can.

Event description:
New information received notes that the fractured lead was explanted during the generator change.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-27206. It was reported that the patient presented for routine pulse generator change on (B)(6) 2021. During the procedure lead fracture was detected. The physician found it difficult to connect the fractured lead to the new device. After the connection failure a replacement generator was successfully connected. The patient was in stable condition. No further information was available.